Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable cardioverter defibrillator (ICD) was not working and they were questioning if it now worked. Follow-up was attempted with the physician; however, no additional information could be obtained. The device remains in use. No patient complications have been reported as a result of this event.